Event description:
The patient's right knee was being revised due femoral component loosening.

Manufacturer narrative:
Reported event: an event regarding femoral component loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported femoral component loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
The patient's right knee was being revised due femoral component loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and further information were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.